Event description:
It was reported that the patient's lead was fractured. As a result, the lead was explanted and replaced. No further information is available.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.